Manufacturer narrative:
(B)(4). Pump was received with a critical pump error (open book image) alarm. Unable to verify pump error 35 alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus. Pump was cut open to perform visual inspection and found no corrosion or moisture damage found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error (open book image) alarm noted. Critical pump error (open book image) alarm was confirmed, suspected on pcba 2. Force sensor zero offset within specification (23.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to verify pump error 35 alarm due to critical pump error (open book image) alarm. Unable to download history files and traces using thus were confirmed. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed. Critical pump error (open book image) alarm, unable to upload pump to carelink and download history files/traces using thus, suspected on pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had broken force sensor was detected during seating or regular delivery alarm and received open book image. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.